Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed intermittent out of range signals. Dexcom has issued an rga for patient to return the device to be investigated. At the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported permanent loss of "y".